Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. 3mensio imagery was provided and the following was noted: patient's right access vessel had the presence of tortuosity and calcification. A device history record review (DHR) and lot history were performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the evaluation of the provided device imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during trimming step leading to hdpe damage. Additionally, patient factors such as challenging anatomy may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. In addition to 3mensio imagery showing an indication of calcification and tortuosity, ''mild'' tortuosity and ''moderate'' calcification were reported. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During the procedure, insertion of the esheath and delivery system was performed without resistance. When the valve exited the distal end of the sheath, mild pressure was noted and the valve exhibited a slight jump. The valve was deployed successfully without patient injury. There was no difficulties during withdrawal of the delivery system or esheath. Upon removal, it was noted that the distal end of the esheath did not split appropriately when valve passed through it. There was mild tortuosity, moderate calcification and 604 mm luminal diameter.